Event description:
It was reported the unit that would not power on from wall power. The event timing was prior to surgery and there was no patient involvement reported. Evaluation of the device later found that the power inlet module was melted. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit would not power on and the power inlet module was melted. The power inlet module was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.